Event description:
It was reported on a foreign vigilance report that during a procedure in which a lumenis slimline sis fiber was employed the procedure was extended as a result of fiber fragments having to be removed from the patient. No information regarding serious injury to the patient's was received. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported event requesting patient information and follow-up patient information from the reporting facility. The subject device fiber was obtained for examination from the facility; however, no patient information was received. Foreign laws governing patient privacy rights precluded the facility from releasing patient information; therefore, no information regarding the patient was obtained. An examination of the subject device fiber by lumenis technical experts found the fiber was broken at the fiber tip. The technical specialist concluded that no determination of the cause of the fiber break could be determined from the information provided on the vigilance report; however, investigations of similar event reports determined that bending of the fiber in contradiction to subject device training and common medical practice prior to use or during use can be a contributory factor of similar such event reports.